Event description:
It was reported that on literature review "evaluation of a computed tomography¿based navigation system prototype for hip arthroscopy in the treatment of femoroacetabular cam impingement", 1 patient had a total hip replacement because a persisting pain and preoperative degree of osteoarthritis after a capsulotomy procedure for a femoroacetabular cam impingement treatment using an arthrocare ablation wand. Patients outcome if known. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Brunner, a., horisberger, m., & herzog, r. F. (2009). Evaluation of a computed tomography¿based navigation system prototype for hip arthroscopy in the treatment of femoroacetabular cam impingement. Arthroscopy: the journal of arthroscopic & related surgery, 25(4), 382-391. Doi:/10.1016/j.arthro.2008.11.012.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. There was no way to determine if the device contributed to the reported event. Insufficient product identification information was provided and thus a manufacturing record, complaint history, device labeling/instructions for use, risk management and CAPA, nc, pra/hhe review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).